Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an implantable cardioverter defibrillator (ICD) pocket revision was completed after the patient experienced a hematoma and skin erosion around their device site. The device was relocated to a different plane without incident. The device remains in use. No patient complications have been reported as a result of this event.